Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The lesion was located in the moderately tortuous left anterior descending (lad) artery. The 8mm x 3.00mm nc quantum apex monorail balloon was used to dilate the proximal end of a previously placed non-bsc stent. The balloon ruptured at 12 atms, upon first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).